Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not print, and it had displayed an error code for overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the printer will not print, however did confirm that the microprocessor unit (mpu) overheated, which could cause printing issues. Replaced mpu and re-imaged hard drive. Event logs show power supply overheated. Replaced power supply. System fan is noisy. Replaced system fan. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.